Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Neurosurgeon indicated that the pt can not feel device stimulation. It was reported that the pt recently fell and hit the concrete, possibly damaging the ncp system. No adverse event was reported in conjunction with the high impedance condition. Lead break is suspected.